Event description:
Customer called to complain that the standard strip test was out of range. It read 58 with a range of 70-96. The device was replaced and the defective one was returned for investigation.